Event description:
Post-surgical infection [post procedural infection]. Case description: spontaneous report was received from an hcp via email from a company rep on (B)(6) 2009. The company rep stated that he had a conversation with the former surgery assistant nurse manager at a hospital, who reported that two patients developed infections after surgery for colonic resection over a year ago. The nurse reported the name of the surgeon involved in both surgeries. The nurse stated that he was scrubbed in for both cases, but did not remember the specifics of the cases. The nurse stated that "it was believed that seprafilm was the cause of some 'very nasty infections'. (B)(6).